Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The customer indicated the use of an unspecified cartridge. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information had been requested and received. (B)(4).

Event description:
A surgeon reported an intraocular lens (iol) that dislocated into the ciliary sulcus during surgery. Additional information was provided by the surgeon, indicating that prior to the iol implantation a capsular tension ring was implanted manually under the viscoelastic due to evidence of lax zonular support intraoperatively. The surgeon is convinced that the event was due to a "blow out" of the capsule on aspiration of the viscoelastic from the capsular bag behind the iol. No vitreous loss was appreciated and the iol optic was prolapsed anterior to the capsulotomy, with the iol haptics remaining in the capsular bag, achieving "optic capture". At the conclusion of surgery, the iol appeared stable and well centered. Postoperatively, it became apparent that there was unrecognized vitreous loss with a strand of vitreous adherent to the side port incision superiorly. The iol remained well centered and stable. Three weeks later, an anterior vitrectomy was performed to remove the residual anterior vitreous and relieve any vitreoretinal traction. The anterior chamber, however, did shallow significantly during injection of the corticosteroid. Following the vitrectomy, the iol remained well centered, but both haptics were visualized outside of the capsular bag, in the ciliary sulcus. According to the surgeon, the iol dislodged into the ciliary sulcus intraoperatively when the anterior chamber collapsed. Twelve days later, the ucva is 20/25-2. The iol remains well centered and in a stable position, with no obvious movement since her vitrectomy. There is no remaining vitreous in the anterior chamber, and the exam is otherwise stable. In the surgeon opinion the iol did not cause/contribute to the event.